Event description:
It was reported that during a patient follow up it was noted that a lead warning had triggered for decreased lead impedance. It was also reported that the patient is pacemaker dependent and was admitted until the lead could be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.